Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 125 units of insulin during the load sequence. Reportedly, the customer was using cold insulin and failed to remove air from the cartridge. The customer re-loaded the cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.